Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative reporting the physician thinks his epidural space is very tight, not a device issue. There were no known causes to the reported event, and patient was scheduled for surgery on october 4, to place a second wire.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6) implanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and manufacturer representative (rep) reporting that the doctor reached out about patient. He said the patient had an x-ray done which shows his leads have migrated. The rep was unsure if the wires migrated caudal or distal. At this point it is not determined if the patient will undergo surgery with dr. To revise the wires or be referred to surgery for a paddle lead replacement. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: concomitant product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was revised and the issue was at that time, an additional lead was implanted. The lead was explanted and customer discarded the lead.

Event description:
Patient reported the first time their lead migrated (end of 2023), they went to itch their right eye with their right hand and was paralyzed for a second and couldn't breathe or move because it stopped their lungs from basically allowing them to breathe. Patient's wife was sitting next to them and shut off the device right away. After 10 minutes or so or more, the patient turned the stimulation back on and was fine. Then the patient's left eye itched and the same thing happened so they shut the device off again and their wife called the physician's office and they told the patient to go back in and have x-rays done, which it was then determined the lead that was in their back migrated up and rotated around their spine and was parallel to their lungs. Patient described it was doing something to their lung where it froze them in time and they couldn't move their arms or breathe. They then took the patient into surgery and pulled the lead back down into place. Patient reported the first time they only had one lead and they could not place the second lead as they were having difficulties with it, so they had wanted patient to come back for another surgery to place the 2nd lead. Patient reported at the time of the lead revision surgery, they ended up placing the second lead and patient stated, "it happened again but wasn't as bad" and reported that both leads migrated again upward. Patient stated the second time when the leads migrated again upwards, they were having issues where the stimulation wasn't going down to their legs and they couldn't control it into their feet. Patient stated they "ended up stitching them in place or whatever the doctor did" and they can now feel the stimulation in their legs and feet.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient had lead issues, leads migrated/dislodged from original position. Also, patient reported feeling stim in undesired location. Furthermore, they did an x-ray of his wires and the lead which was implanted on (B)(6) had moved per dr. We were not notified of his surgery on (B)(6), but the patient reached out saying he was scheduled for (B)(6) in the morning. Plan for surgery is to revise the lease and add an additional second. Patient currently has one lead placed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.